Manufacturer narrative:
Conclusion: available follow up data confirmed that numerous inappropriate shocks were delivered in 2007; noise and over-sensing events were confirmed through the analysis of pt files in the ventricular channel, they lead to these inappropriate shocks; the electrical characteristics of the returned unit are within specifications; the observed events resulted more likely from a lead issue; the device is retained in the returned product storage area.

Event description:
Reportedly, 6 months after the implantation of the ICD involved in this MDR report, the pt was admitted to the hospital due to several inappropriate shocks. The ICD has been interrogated: the physician observes very low impedance (<2000ohms) and confirms the delivering of 52 inappropriate shocks. Due to this reasons, the physician decided to remove the system completely (lead and ICD) and was returned for analysis.